Event description:
The following has been reported: (B)(6) 2024 at 11:20am, multidisciplinary medicine, elderly patient, bedridden, alzheimer, comfort care. Prescription of a morphine syringe pump by dr. For the patient: -preparation of a syringe of morphine diluted to 50mg/50ml, i.e. 1mg/1ml; manual administration of a bolus of 2mg/2ml at the start of administration, as prescribed by the doctor; when the nurse wanted to position the syringe in the syringe pump, it rang without the syringe being blocked in the device's clamps and stabilisation valve. The nurse replaced the syringe several times, but seeing that these actions had no impact, she decided to change devices. She removed the syringe to change of device and noticed that the syringe plunger indicated 38ml; following the purge of the syringe pump tubing which is 2ml, added to the bolus of 2mg/2ml administered by the nurse, the nurse estimated that the syringe pump had administered 8mg i.e. 8ml and concluded that the patient had received 10mg of morphine. Immediate action: immediate stopping of the syringe pump by the nurse; calling a nurse colleague and informing the doctor of the situation; administration of the antidote (naloxone) by the nurse, as prescribed by the doctor; monitoring of the patient's clinical condition; informing the senior nurse of the situation. Monitoring the patient's clinical condition; informing the department manager; quarantining the faulty syringe pump. Biomedical department called to provide the reference number of the faulty syringe pump. The doctor informed the family of the damage. The nurse knows how to use the device and is autonomous in her job. The customer (biomedical) states: "that the syringe pump displays an error code "piston head alarm", an alarm that can be seen on the events logs but which I did not see during my inspection." Reporting as a conservative measure. No adverse event reported. More information is needed to complete the investigation.